Event description:
Hcp reports catheter was explanted in 2004 due to an infection and "possible (remote) of malfunction with leakage or morphine." The catheter was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.